Manufacturer narrative:
Patient's exact age is unknown. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient's ipg was causing discomfort. The patient underwent an explant procedure wherein only the ipg was removed. The explanted ipg was not returned.